Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open and used suture and 5 closed pouches. Analysis and results: there are no previous complaint of this code batch. (B)(4) units of this code batch manufactured and distributed, there are no units in stock. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment strength of the closed samples received and the results fulfill the OEM requirements. The open sample received shows two knots, one seems to be done by the surgeon but the other is from the manufacturing process. In the manufacturing line, irregularities like this unit should have been detected and the unit discarded. This is an accidental and isolated problem and this unit was not sorted out by the personnel involved in the process. The closed samples received when opened had no knots. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is justified: taking into account that the results of samples received (knot on the thread defect) do not fulfill the OEM specifications. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: china. Separation between needles and threads were found when suturing.